Manufacturer narrative:
This report is being supplemented to provide additional information in e2, e3 and h6 for type of investigation from the legal manufacturer's investigation. The following information is stated in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The channel tested positive for one (1) cfu of clostridium sordellii. The channel also tested positive for one (1) cfu of micrococcus luteus and one (1) cfu micrococcus species (low concern organisms) in addition to two (2) cfus of other low concern organisms. The distal end tested positive for one (1) cfu of bacillus niacini (low concern organism) in addition to three (3) cfus of other low concern organisms. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The individual who reprocessed the scope was audited on (B)(6), 2021. Steps eighty-six (86) to eighty-eight (88), and ninety-five (95) to ninety-eight (98) were marked non applicable. The staff member utilized a third-party flushing aid, which was not considered a deviation. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling took place on (B)(6), 2021. All sixteen (16) required scope sampling points were sampled. No organisms were recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, brown debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. The plastic distal end cover was missing the c-ring holder. The nozzle was missing. The bending section cover was half cut and missing. The bending section cover glue was missing on the distal end side. The scope leak check was unable to be performed due to the missing bending section cover. The plastic distal end cover insultation was unable to be checked due to the missing c-ring holder. The k-lever and forceps elevator, guide wire tension test, and catheter test were unable to be performed due to a missing l-arm/forceps riser. The air/water was unable to be checked due to the missing nozzle. The legal manufacturer performed an investigation. Clostridium sordellii is a gastrointestinal organism. There was a delay in the reprocessing of the scope. A sampling deviation was observed. Environmental services, not wearing personal protective equipment. (Ppe), entered to pick up trash while sampling was taking place. One of the accompanying organisms, micrococcus luteus, was isolated from the sink the week after. No reprocessing procedure review deviations were observed. Destructive sampling did not result in any growth. No damage was identified during destructive inspection. The scope was left sitting for one (1) hour fifty-six (56) minutes before being reprocessed by a reprocessing staff member. This facility video records the reprocessing staff and monitors the performance of the staff, so site staff was hesitant to reprocess the new model evis exera iii duodenovideoscope. Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was probably inadequate reprocessing, potentially insufficient reprocessing, potentially environmental contamination from the reprocessing environment.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The channel tested positive for one (1) cfu of clostridium sordellii. The channel also tested positive for one (1) cfu of micrococcus luteus and one (1) cfu micrococcus species in addition to two (2) cfus of low concern organisms. The distal end tested positive for one (1) cfu of bacillus rtiacini in addition to three (3) cfus of low concern organisms. No patient harm reported.